Manufacturer narrative:
Event description: it was reported that during an acl repair surgery the holding mechanism of the device no longer worked when liquid or blood gets into the device. The manufacturer evaluation did not reveal any problems with this device.

Event description:
It was reported that during an acl repair surgery the holding mechanism of the device no longer worked when liquid or blood gets into the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.